Manufacturer narrative:
Continuation of d10: product ID: 900301 product type: needle product ID: 10fcc13 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, cardiac tamponade occurred. Hypotension was observed at the completion of pulmonary vein isolation (pvi). Pericardial effusion was confirmed via imaging. Pericardiocentesis was performed, leading to a recovery of the blood pressure and other parameters. The patient underwent extended hospitalization. The patient's outcome is currently unknown. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient is in recovery and was safety discharged after intensive care unit (ICU) hospitalization.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: pulse counter product ID: non-medtronic product product type: electrophysiology (ep) catheter product ID: non-medtronic product product type: ice catheter product ID: non-medtronic product product type: short sheaths product ID: non-medtronic product product type: short sheaths product ID: non-medtronic product product type: short sheaths product ID: non-medtronic product product type: short sheaths. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction of d10: corrected typo 900301: 900310. Product ID: 900310 product type: needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.